Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a pacific plus to treat a soft tissue lesion in the left common iliac artery. The lesion was reported to have had 0% stenosis post stent dilation. Artery diameter and lesion length were 6mm and 35mm respectively. The physician used a 7f sheath and a non-medtronic 0.018 guidewire. It was reported the delivery system was not flushed per the IFU during preparation. No leaks were observed from the balloon/ports during preparation. The device was inflated using an unknown inflation device, 1/3 contrast fluid was used and no embolic protection was used. It was reported the balloon was introduced to the lesion with a 7f guiding introducer which passed all the way up to lesion. The device passed through a previously deployed stent. It was reported that a pin hole leak occurred during inflation, no atm pressure was reached as the balloon was leaking right from the start. The procedure was completed using another balloon. No patient injury was reported.

Manufacturer narrative:
Additional information: negative prep was not performed as per the IFU. Evaluation summary: the device was returned for evaluation. A visual and tactile inspection was performed on the device. The balloon was unfolded and blood was found on it. There was a kink on the shaft near the strain relief. Despite this damage, the 0 ,035 guidewire could be loaded. The purging procedure was performed, but revealed a leak, as the bubble flow under negative pressure did not stop. In order to verify the point of leak, an attempt was made to inflate the balloon and the inflation solution was seen exiting from the damaged shaft area(already noted) and also from the balloon proximal welding. The welding was magnified using a microscope and a burst was found in the proximal balloon welding. If information is provided in the future, a supplemental report will be issued.